Event description:
Additional information received indicated that the cut leads left implanted were explanted on (B)(6) 2023.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number:3006705815-2023-05453. It was reported patient had an unrelated surgery, during which the physician unknowing cut both the leads. Patient is still implanted with those leads next course of action is undetermined at this time.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.